Event description:
While r.n. Was injecting 0.75cc of air into pt's swan-ganz catheter for wedge pressure measurment, pt began vomiting large amounts of blood. Shortly thereafter they went into asystole, were resuscitated, but expired later.